Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs # 1225714-2014-02561 and 1225714-2014-02562.

Event description:
The plaintiff's attorney alleged the plaintiff experienced an unspecified injury on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2014-02561 and 1225714-2014-02562. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.